Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed an infection and the pacemaker system was removed and replaced with a leadless pacemaker. The patient condition was stable and the patient was scheduled for continued monitoring.